Event description:
The distributor contacted animas on (B)(6) 2014 alleging all the memory in the pump was lost. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: review of the black box data and alarm history revealed no activity outside normal use. The black box data revealed record of the pump being powered off from (B)(6) 2013 at 11:02 am until (B)(6) 2014 at 11:16, when it was powered back on. Investigation did not reveal a history/settings issue and the pump was found to be performing within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.